Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cxps cpu required replacing. The technician replaced the cxps cpu, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors and touch panel connected to their hexavue custom room rack were showing distorted images. No report of injury.